Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the patient told them the battery needs a replacement and was no longer working. The indications for use were non-malignant pain and lumbar radiculopathy. No patient symptoms reported.